Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that their stimulation was off on all of their programs this week and they didn't know how to turn it back on. Patient noticed that their implant battery was not going down. Agent had the patient check the battery levels of the controller and implant; the controller was at 100% and the implant was at 90%. Agent assisted the patient to turn on the stimulation ; group b and c still showing 0.0 intensity but patient managed to increase the intensity. Patient said that group a intensity was set at 3.3. The patient was redirected to their healthcare provider for any programming concerns. Historical event: the sound quality of the call was poor but agent heard a comment that patient got a new rep, and he set it and seems so much better. Agent understood that they might be reprogrammed.